Event description:
The device was used during a lung partial resection. Reportedly, the staples did not form completely. The surgeon applied another device in order to resect the malformed staple line. The pt status has been reported as satisfactory.